Manufacturer narrative:
(B)(6).

Event description:
The initial reporter states that the cobas infinity core software is assigning the same media control number to each microbiological culture media on the same order for each patient. This caused problems with reception of results. Based on help information in the software, the control digit of the culture medium must be unique. There have been instances where the culture media is changed, altering the test results. The reporter also stated that results from one test will be assigned to another. The issue could not be reproduced. No adverse events were alleged.

Manufacturer narrative:
During the investigation, the issue reported by the customer could be reproduced under a specific scenario. The issue occurs if the user changes the culture medium/test identification suffix or prefix on an order that had already been created, deletes a culture medium on the order, then subsequently adds a culture medium to the order.